Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: the another device was used to perform the re-anastomosis with no tension on the anastomosis site. The patient was stable.

Event description:
It was reported that during an open total gastrectomy, the staples were unformed at the anastomosis site on esophagus and jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. The donut was not created. The doctor understanding that the grasping force of the firing trigger was weaker than usual.